Manufacturer narrative:
Patient information is not available. Hospital and physician declined to provide patient information. Mild dissection occurred during the use of the angiosculpt catheter. No clinical injury reported. The angiosculpt catheter was discarded by the hospital, thus unable to evaluate device. An MDR is being submitted because it cannot be determined with 100 percent certainty whether or not the angiosculpt catheter caused or contributed to the dissection. Thus, an MDR is being submitted in an abundance of caution. According to the instructions fur use (IFU) for angiosculpt pta scoring balloon catheter otw, arterial dissection is listed as a possible adverse effect of the procedure.

Event description:
Mild expected dissection reported by physician.